Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and clonidine via an implanted pump. It was reported the patient's pump malfunctioned, on (B)(6) 2008, causing the patient to suffer an onset of pain, a clammy feeling in their legs, vomiting, and symptoms of withdrawal.